Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false upstream occlusion, but could not reproduce it during evaluation. Evaluation found that the upper and lower ultrasonic sensor readings to be below specification, which is a known factor to the reported symptom. The upstream sensor was replaced to correct this condition.